Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg was at eol. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Therapy restored post-op.